Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), pain ("multiple pains"), tendonitis ("multiple tendinitis"), tendon calcification ("some tendons with calcification"), breast pain ("mastodynia"), vulvovaginal pruritus ("vulvar itching"), vulvovaginal burning sensation ("vulvar burns"), dysuria ("urinary burning"), carpal tunnel syndrome ("carpal tunnel syndrome"), raynaud's phenomenon ("raynaud's disease syndrome"), weight increased ("weight gain"), rhinitis ("rhinitis increased"), nasal discomfort ("nasal irritation and feeling of blocked nose"), ear pain ("otalgia"), eye paraesthesia ("eyes tingling") and paraesthesia ("an eyelid that is hard to open when I wake up"). On an unknown date, the patient experienced tendon pain ("pains in shoulders tendons"), epicondylitis ("epicondylitis"), arthralgia ("pain in right hip on effort") and pain in extremity ("pain in hands"). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, fatigue, breast pain, vulvovaginal pruritus, vulvovaginal burning sensation, dysuria, carpal tunnel syndrome, weight increased, rhinitis, nasal discomfort, ear pain, eye paraesthesia and paraesthesia outcome was unknown, the pain, tendonitis and tendon calcification was resolving and the raynaud's phenomenon, tendon pain, epicondylitis, arthralgia and pain in extremity had not resolved. The reporter provided no causality assessment for arthralgia, breast pain, carpal tunnel syndrome, dysuria, ear pain, epicondylitis, eye paraesthesia, fatigue, menorrhagia, nasal discomfort, pain, pain in extremity, paraesthesia, raynaud's phenomenon, rhinitis, tendon calcification, tendon pain, tendonitis, vulvovaginal burning sensation, vulvovaginal pruritus and weight increased with essure. The reporter commented: patient¿s current conditions: a few months after the removal of essure implants, decrease of the symptoms of about 70%, the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), pain ("multiple pains"), tendonitis ("multiple tendinitis"), tendon calcification ("some tendons with calcification"), breast pain ("mastodynia"), vulvovaginal pruritus ("vulvar itching"), vulvovaginal burning sensation ("vulvar burns"), dysuria ("urinary burning"), carpal tunnel syndrome ("carpal tunnel syndrome"), raynaud's phenomenon ("raynaud's disease syndrome"), weight increased ("weight gain"), rhinitis ("rhinitis increased"), nasal discomfort ("nasal irritation and feeling of blocked nose"), ear pain ("otalgia"), eye paraesthesia ("eyes tingling") and paraesthesia ("an eyelid that is hard to open when I wake up"). On an unknown date, the patient experienced tendon pain ("pains in shoulders tendons"), epicondylitis ("epicondylitis"), arthralgia ("pain in right hip on effort") and pain in extremity ("pain in hands"). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, fatigue, breast pain, vulvovaginal pruritus, vulvovaginal burning sensation, dysuria, carpal tunnel syndrome, weight increased, rhinitis, nasal discomfort, ear pain, eye paraesthesia and paraesthesia outcome was unknown, the pain, tendonitis and tendon calcification was resolving and the raynaud's phenomenon, tendon pain, epicondylitis, arthralgia and pain in extremity had not resolved. The reporter provided no causality assessment for arthralgia, breast pain, carpal tunnel syndrome, dysuria, ear pain, epicondylitis, eye paraesthesia, fatigue, menorrhagia, nasal discomfort, pain, pain in extremity, paraesthesia, raynaud's phenomenon, rhinitis, tendon calcification, tendon pain, tendonitis, vulvovaginal burning sensation, vulvovaginal pruritus and weight increased with essure. The reporter commented: patient¿s current conditions: a few months after the removal of essure implants, decrease of the symptoms of about 70%, the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 953 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-may-2018: correction following company internal review: EU/ca device tab updated incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.